Event description:
It was reported that upon trying to access the pulse generator measured data, a -data not read- message was displayed for the battery data. Previous measured data from (B) (6) 2009 was 2.76 v, 16 ua and 4.7 kohms, indicating 8-13 months estimated remaining longevity. The patient would be monitored.